Event description:
Customer reported pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and customer planned to use multiple daily injections (mdi) as backup therapy. Instructions were given for returning the faulty pump.